Event description:
Additional information received noted that the right ventricular lead¿s helix had failed to extend after it was placed in the patient¿s body.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead failed to extend. The rv lead was not used and replaced on (B)(6) 2025. The patient was discharged following the procedure.